Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and erosion. It was also reported that an open hole was noted. The company representative was unsure if the patient was treated with intravenous antibiotics before but will be on after the explant. There were no additional adverse patient effects reported. The ra lead was explanted.